Event description:
Pt was an (B)(6) male with basilar thrombosis. The vessel had calcific plaque. Physician had difficulty removing v 2.5 firm from basilar artery and pt had a hemorrhage. The pt expired. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.